Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed, and found that there was image noise. A root cause could not be identified. Based on the results of the investigation, the following led to the malfunction: corrosion on the electrical connector and damage to the charged coupled device (ccd) unit resulted in image noise (component failure due to stress of repeated use, external factors, or handling). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had interference lines in the image during a diagnostic gastroscopy procedure. The procedure was completed with an olympus back-up device. There were no reports of patient harm.